Event description:
Initial transfer was in front of nursing station. Resident fell off wheelchair on to floor. Five personnel support workers (psw's) assisted in transfer. They transferred resident from floor to wheelchair and took resident to room in wheelchair. Once at room he was transferred from wheelchair to mattress on the floor, approx 5 feet distance from door to mattress. During the transfer the lift leaned on right side and lift tipped with resident in sling. Resident fell on mattress on floor. Two psw's on each side, 1 psw operating controls. Resident was agitated when in sling, limited verbal skills. Resident was not injured, psws sustained minor injuries. Ref MFR report #9681684-2013-00071.